Event description:
It was reported ongoing occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.